Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On feb 3, 2010, the lay-user/pt contacted lifescan (lfs) alleging that she has not coded the onetouch ultra2 meter for two years. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with insulin-no adjustments. On (B) (6) 2010, the pt claimed she developed symptoms described as "shaking, feeling like going to pass out". It is not known what blood glucose the pt obtained at the time of concern. The pt reportedly administered self treatment with food/drink on the day of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented,was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the pt claimed that she developed symptoms that can be associated with hypoglycemia while using the lfs products, which the pt never coded per the test strips code #. Replacement products were sent to the pt.